Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a foreign material was found inside the individual packaging. A 182cm j (5pk) choice¿ guide wire was selected for use. However, during unpacking, a small piece of blue plastic was noticed inside the unopened individual packaging of the device. No patient complications were reported.